Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the system could not be set into MRI mode. System diagnostics recorded high impedances on several lead contacts. Surgical intervention may take place to address the issue.

Event description:
Additional information received identified that there were no known allegations of deficiency against the device.